Event description:
It was reported that this right ventricular (rv) lead was dislodged. The lead was explanted, and a new lead was placed. No additional adverse patient effects were reported. According to additional information, prior to explant, this rv lead exhibited loss of capture (loc) at high voltage. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. The lead was explanted, and a new lead was placed. No additional adverse patient effects were reported. According to additional information, prior to explant, this rv lead exhibited loss of capture (loc) at high voltage. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. The lead was explanted, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.